Manufacturer narrative:
Patient age: patient is elderly, specific age is unknown. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated glucose of 14.47 mmol/l (260.72 mg/dl) on a patient sample using the architect c4000 analyzer that tested 3 mmol/l (istat method) (54.05 mg/dl). The sample repeated glucose of 3.69 and 3.67 mmol/l (same architect analyzer) and 3.5 mmol/l (different architect analyzer). No impact to patient management reported.

Manufacturer narrative:
Abbott customer support reviewed the architect c4000 serial c461193 instrument logs and advised the customer to perform a variety of maintenance and troubleshooting activities. There have been no further issues since the customer performed the maintenance and troubleshooting recommended. However, as a precaution, abbott service performed additional investigation and troubleshooting. A review of the architect c4000 serial c461193 service history revealed no additional contributing factors and no additional reports of erratic or discrepant results have been received. A 12-month complaint review for architect c4000 did not identify any issues or adverse trends related to the current complaint issue involving a false high result. The a search for architect c4000 did not find a nonconformity related to the current complaint. A review of tracking and trending data in the product monitoring review revealed no issues or adverse trends related to the current complaint. The erratic rate for the architect c4000 is within acceptable limits with no trend identified. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.